Event description:
Reporter called to submit her complaints about abbott sensors. She said her blood glucose reading for the past 3 weeks have been as high as 300, 350. She said the manufacturer claims her serial numbers are not among the recalled sensors, but she is concerned why her reading is that high. So far, she has used the 3 sensors from the same lot with the same results. Ref reports: mw5158001, mw5158002.